Event description:
It was reported the device will not close all the way. There was no backup device available for use.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and an incorrectly seated teflon sleeve set screw was observed. A functional evaluation revealed that the clamp assembly would not completely close because of the teflon sleeve set screw. The complaint is confirmed and the root cause is determined to be an incorrectly seated teflon sleeve screw. A factor that may have contributed to the screw being misaligned is excessive torque or pressure. There are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. No containment or corrective actions are recommended at this time.